Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on (B)(6) 2023. An investigation was conducted on 10/05/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. The gray silicone insulation of the jaws was observed to be intact with no visual defects. The heater wire was observed to be twisted and detached from the tip of the jaw. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results. The reported failure "material twisted/bent wire" was confirmed. The lot # 3000316024 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported vasoview hemopro vh-3500 heating wire of the hemopro was broken. It was loose/broken on one end and the rest of it had come out of its position in the jaws of the hemopro and was sticking out of the jaws. Case was finished, without delay, by opening a new hemopro. No patient involvement, because the issue was noticed and corrected before case was started and product even used.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.